Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent recurrent hernia repair and panniculectomy on (B)(6) 2015 and mesh was implanted. Following the procedure the patient experienced hematoma and expanding bulge on the right lateral abdomen, hypotension and anemia. The physician opined the hernia repair was a complicated redo surgery with large pannus requiring panniculectomy and event was not related to the mesh. The patient underwent a surgical procedure for evacuation of the hematoma. The patient was seen in clinic (B)(6) 2015 and is reported as doing well. The patient is on antibiotics for possible cellulitis but incisions are clean, dry and intact. No additional information was provided.